Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(4) 2014. Information extracted from the service report: ¿duplicated errors. Removed and replaced the resonator. Tested all systems of the laser. Tested all power output from the laser. No additional problems found at this time.¿ probable root cause: based on the field service report results the root cause was determined to be the resonator.

Manufacturer narrative:
The resonator, s/n (B)(4), was replaced and not returned to ams.

Event description:
It was reported that during a prostate procedure (anesthesia had been administered to the patient), systems errors were observed. The physician was unsuccessful in getting the laser to resume function and the procedure was canceled. "No injury to patient" reported